Manufacturer narrative:
The reported meter (B)(4) was returned and investigated with retained test strips. The meter did not power on with button depression or with strip insertion. Meter was sent for further investigation and de-cased. No issues were observed. Upon extended investigation it has been observed that the transient suppressor (dn5) was damaged. The transient suppressor is utilized in an electrostatic discharge protection circuit to dampen voltage spikes that are potentially harmful to the device. The dn5 chip was not able to protect the device during the esd event, leading to the observed damage and the blank screen issue. Therefore, this issue is confirmed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This also serves as a supplemental report for case ids (B)(6) as the customer reported this issue multiple times for the same meter (B)(4). Adc filed the initial reports for this meter/customer under (B)(6).

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.